Event description:
Before a procedure, the physician opened a penumbra px slim 130 degree tip delivery microcatheter and found the tip to be approximately straight. This was out of specifications for the product, as it should have a 130 degree bend in the tip. The surgery continued with another px slim catheter.

Manufacturer narrative:
Results: the catheter shaft does not appear to be damaged. The catheter does not appear to have a j-shape tip. The catheter was measured on a tip shape template and did not meet specification. The catheter is nonfunctional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the catheter tip shape did not meet product specification. During the evaluation, the catheter was measured on tip shape template and did not meet specification for tip shape. Pxslim microcatheters are packaged with a shipping mandrel to help maintain the tip shape. It is unknown if this mandrel was present when the device was removed from the packaging. Placement of the packaging mandrel is inspected for during device inspection prior to release of product. There were no issues associated with packaging mandrel placement during inspection of this lot. Therefore, the most likely cause of this issue was that the packaging mandrel came loose during shipment or storage in the hospital, causing the mandrel to slip or fall out, and eventually causing tip of the catheter to lose its shape. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.